Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2022-00457: test 1 of 2).

Event description:
User reported two (2) false positive results. Asymptomatic. Negative by multiple follow-up rapid antigen test and pcr. This is report 2 of 2. Relates to (B)(6) (3014862188-2022-00457: test 1 of 2).

Event description:
User reported two (2) false positive results. Asymptomatic. Negative by multiple follow-up rapid antigen test and pcr. This is report 2 of 2. Relates to (B)(6) (3014862188-2022-00457: test 1 of 2).